Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving 10 mg/ml of hydromorphone at 2.015 mg/day and 18 mg/ml of bupivacaine at 3.628 mg/day via an implantable pump for post lumber laminectomy syndrome and spinal pain. On (B)(6) 2019, it was reported that the patient had fluid collection around the pump pocket. The fluid had been reportedly been collecting around the patient's pump pocket since the pump was replaced in (B)(6) 2018. Every time the patient comes in for a refill, some of the fluid is removed from the pocket. The fluid was sent off for analysis. It was also reported that the patient has not been getting effective relief since about the same time. No interventions were mentioned. It was unknown if there was a system issue. The patient's situation was being addressed by their healthcare provider. No further complications were reported or anticipated. Additional information was received from a healthcare provider (hcp) via manufacturer's representative (rep) on (B)(4) 2019. It was confirmed that the hcp initially reported the event to the rep. The nature of the fluid in the patient's pocket remained unknown as the fluid had been sent to the lab. The issue was not considered resolved at the time of the report. The patient's weight was unknown. No further complications were reported. Additional information was received from an hcp via a manufacturer representative on (B)(4) 2019. It was reported that despite multiple surgical interactions, the patient continued to get fluid buildup in the pocket. The cause was not clear and details for troubleshooting were not provided. The pump system was explanted and the issue was considered resolved. The patient's status at the time of report was alive - no injury.